Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead's pacing impedance was low and noise with auto mode switching was observed. The lead was being monitored. The patient was stable.